Event description:
It was reported that during a lung procedure, while firing the device on lung tissue, the device malfunctioned and only layed 2 of the 4 rows of staples. The procedure was converted to open procedure. There was no further consequence to the pt.